Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose levels at the time 100 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage on the motor assembly or electronic assembly noted during our visual inspection. Unable to test for a21 alarm or confirm reset alarm due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.